Event description:
During a report for unrelated alarms on a homechoice (hc) machine, it was reported that the home patient (hp) had a drain volume that met increased intra-peritoneal volume (iipv) criteria. The hp's last fill volume was 2000ml and the hp had a mid-day drain of 3200ml. The technical service representative (tsr) arranged with the registered nurse (rn) to swap the device. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. A review of the event history log of the device did not confirm the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review found no issues. The device passed electrical and functional testing. Internal and external inspections were performed and no issues were found. The pneumatic system was tested and found to be working to specifications. Multiple short therapies were performed on the device successfully. The cause of the reported issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.